Manufacturer narrative:
Concomitant medical products: product ID 37612 lot# serial# (B)(4) implanted: (B)(6) 2020 product type implantable neurostim ulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the last 6 weeks the patient had to charge each ins twice a week, when they used to charge them once a week. The patient stated that in one week one ins would typically go down to 50% while the other went down to 75%, and they would charge both of them to 100%. In the last 6 weeks, however, they noticed that one of them went down to 25% in a week, which was why they started to charge each of them twice a week. Last wednesday the patient said they charged each ins to 100%. Last thursday, the patient was feeling stiff and they started hurting. The patient said their joints were stiff from their parkinson's, which made it hard to walk. The patient confirmed that the therapy normally helps with the stiffness they were experiencing. The patient denied having any falls or trauma prior to the event. On sunday, the patient checked each ins and saw that they were still charged to 100%, which th ey thought was odd since they hadn't charged either ins since last wednesday. During the call, agent had the patient check each ins and they confirmed therapy was turned on for both, and ins battery charge levels were still at 100%. The patient mentioned that the recharger also indicated that each ins was fully charged. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.